Manufacturer narrative:
Analysis was performed on the returned device. The reported obstruction of flow was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the sheath was upsized to a 28f and the procedure was completed. It should be noted that the electronic prostyle instructions for use states: for access sites in the common femoral vein using 5f to 24f sheaths. The reported marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a venotomy closure using the pre-close technique via an 8f sheath hole prior to a leadless pacemaker insert procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, initial flushing of the marker lumen with saline prior to use of the second prostyle device was successful; however, no bleed back was observed from the marker lumen. The prostyle device was pulled back and re-inserted but again no bleed back was observed. The suture of a third prostyle device was successfully pre-placed. The sheath was upsized to a 28f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 - medical device problem code 1494 clarifier: indication for use.